Event description:
The customer mother called to report that a pod her daughter was wearing had primed, activated and the pdm advised the basal rate was being administered. Her daughter complained she was not feeling anything and when they looked into the window, there was no cannula visible. It appeared that the needle did not insert the cannula. The mother was able to activate a new pod successfully and has initiated a temporary basal and a correction bolus. She stated that her daughters bg levels were fluctuating. She stated that she uses a dexcom cgms and will keep checking her bg levels. No further information reported.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. Unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.